Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported on (B)(6) 2024 the patient had belly ache, was vomiting and was brought to hospital by his mother, where a comparison measurement was performed between the patient's aviva insight meter and a laboratory device. The result with the patient's meter was 83 mg/dl while the laboratory result was 882 mg/dl. The patient was hospitalized due to hyperglycemia and ketone bodies. On (B)(6) 2024 another comparison was done at the same time and resulted in 77 mg/dl with the patient's meter and 322 mg/dl with the laboratory device. The patient was treated in hospital with insulin infusion and saline solution perfusion to stabilize the high blood glucose levels. At the time of the report the user's blood glucose level was around 300 mg/dl.